Event description:
This is a report of a home patient (hp) who had a system error 2240 alarm (air in tubing) alarm on the homechoice (hc) while connected during peritoneal dialysis therapy. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The power was cycled to clear the alarm. The care giver planned to start therapy over using new supplies and was advised to notify their nurse of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the available sample has been made. Upon receipt of the device, an evaluation of the cassette will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not received, as a result a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.